Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown); after removing the electrode pads, burns were found on the patient's skin. Complainant indicated that the patient sustained burns. No information was available on the degree of burns.

Manufacturer narrative:
The pro- padz electrodes were not returned to zoll medical corporation for evaluation. Review of the device history record (DHR), device master record (dmr), and a pre-retained sample showed no discrepancies; all tests passed. Photos provided by the customer showed that the pads had unshaven hair stuck to the pad foam. High patient impedance during cardioversion therapy can cause burns and may result from factors like poor skin prep, improper pad placement, or handling. The IFU for the pro-padz (aw-r1345-112 rev j) warns users that excessive hair, poor adherence, air under the electrodes, and damage/folding in the electrode packaging can lead to the possibility of arcing and skin burns. No trend is associated with reports of this type.

Manufacturer narrative:
The electrodes were not returned to zoll medical corporation for evaluation and no device logs were provided. A retained sample and device history record (DHR) review found no discrepancies. Attempts to obtain additional information from the customer were unsuccessful. It is noted that during cardioversion, high patient impedance, possibly due to poor coupling, improper application, or insufficient skin preoperation can result in burns. The instruction for use (IFU) for the pro-padz warn of arcing and skin burns under conditions such as poor adherence or damaged packaging. No trend is associated with reports of this type.